Manufacturer narrative:
(B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: x-ray taken on an unspecified date. Placeholder.

Event description:
User facility reported on (B)(4) the following event: during introduction of a cannulated 4.5mm cannulated screw, 38mm length, there was a separation of the thread from the screw. The screw was withdrawn without incident. No remains of the damaged screw were left in the patient as confirmed via x-ray. This is report 1 of 1 for (B)(4).